Manufacturer narrative:
The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged; further described as "the door was pinching the cassette tubing and putting holes in the tubing when they shut the door". This occurred during preparation for peritoneal dialysis therapy with a homechoice device. Renal therapy services (rts) advised the caregiver to inform the patient¿s registered nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.